Event description:
Patient had breast augmentation surgery done. They were placed on antibiotics following surgery, but several weeks following the procedure they developed pain in the left breast with purulent discharge from the incision line. Reportedly, even with antibiotic therapy, they are experiencing repeated abscesses with blood, pus and suture spitting. Subsequently, the left breast implant required removal. They currently have an augmented right breast, but no implant has been replaced in the left breast due to continuous infections.